Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that during preparation of the 9.0x39mm otw omnilink elite stent delivery system (sds), when connecting the device to the indeflator, it was noted the stent was bent; therefore, the device was not used. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided. Return device analysis noted the stent delivery system (sds) was returned with blood in the balloon folds, in the guide wire lumen, and on the device. The balloon was tightly folded. The distal end of the stent implant passed over the distal balloon marker for the length of 8mm.